Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain and elevated metal ion levels. Update: (B)(4) 2014 - medical records received. Upon revision metallosis and corrosion were found. The adapter sleeve and femoral stem are now being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. Review of device history records and/or a search of the complaints databases was not possible as the necessary product and lot code combination was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.